Event description:
I used this solution for my contacts on march 5, 2006. Monday morning after wearing my contacts all day sunday - I do not sleep in them - I had a red "strick" in my eye ball. It continued and I thought it might disappear, however I went to the doctor on march 8, 2006 and was told it was a blown vessel. I had not used this solution until then. I have heard reporting of infections but not blown vessel. I left the contacts out and use them very, very sparingly since this event. I've always used bausch and lomb products and have been really disappointed and worried what's in this product to cause these effects. Event did not abate after use stopped.